Event description:
A complaint was received that alleged the elite system is giving "lo" results (less than 20 mg/dl). It was assumed that the customer did not exhibit symptoms of hypoglycemia. While on the phone a review of the system was conducted. Electronic checks were performed and found satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not support nor recommend the use of an off brand reagent. Replacement product was provided to the customer. The complaint is considered closed for purposes of MDR.